Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 20 devices were evaluated in the field and the issue was confirmed; 14 units had broken/damaged components, 4 had worn components, and 2 had misaligned components. The devices were repaired and returned. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 23 malfunction events, where it was reported the stair chair tracks/treads could not be engaged. 22 events had no patient involvement. 1 event had patient involvement, but there was no consequence or adverse consequence to the patient.

Manufacturer narrative:
The 3 remaining devices were evaluated. 1 device did not have any malfunctions or defects. 1 device was found to have cosmetic damage that did not affect the function of the unit. 1 device was found to have a different issue (not reportable) than what was initially reported. Therefore there were only 21 devices with the reported issue of the stair chair tracks/treads not engaging. In summary: 20 devices were evaluated in the field and the issue was confirmed; 14 units had broken/damaged components, 4 had worn components, and 2 had misaligned components. The devices were repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; there were no malfunctions or defects with the device.

Event description:
This report summarizes 21 malfunction events, where it was reported the stair chair tracks/treads could not be engaged. 22 events had no patient involvement. 1 event had patient involvement, but there was no consequence or adverse consequence to the patient.